Event description:
During the procedure, the physician used a wilson-cook tracer metro wire guide. During use, the coating of the wire guide separated near the distal end. No patient injury was reported.